Manufacturer narrative:
(B)(4). The service history for this serial number was investigated for similar complaint mode. No similar complaint mode was found in the service history. The customer reported failure is a known issue and action has been taken under manufacturing corrective actions to address this error code.

Manufacturer narrative:
(B)(4). Reported fault found - frozen display and speaker problem; central processing unit (cpu) card defective. Cpu card replaced and unit passed all tests.

Event description:
It was reported that the speaker "buzzer" does not work and the display freezes. There is no report of patient involvement. There is no report of serious injury or death associated with this event.